Manufacturer narrative:
It has been indicated that the device from the reported event will be returned to angiodynamics for evaluation, however it has not yet arrived. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4)

Event description:
As reported, an indwelling PICC was removed and replaced due to a hole which was noted post-placement. It was stated that "the PICC team leader did not feel as it was a defect of the product but rather damage to the device caused by someone not handling it properly." The patient condition was listed as, "unaffected." It has been indicated that the used catheter will be returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "catheter - hole distal to suture wing. " no adverse trend was indicated. Without receiving product for evaluation, we are unable to definitively determine a root cause for the report of a hole in the catheter. This is likely not a manufacturing issue as piccs are 100% air leak tested during the assembly process. Potential root cause is damage to the catheter tubing during the placement procedure or handling after placement, as indicated by the PICC team leader at the hospital. The directions for use packaged with the device contain the following precautions/warnings: "warnings: do not use if package is opened or damaged. Do not fully insert catheter up to suture wing. Do not use sharp objects to open package as damage to the device may occur. If catheter and accessories show any sign of damage (crimped, crushed, cut, etc.), do not use. Do not use sharp instruments near the extension tubes or catheter shaft. Precaution: do not use sharp objects to open package. Catheter repair in the event that the catheter is accidentally torn or broken, it is recommended that the catheter be replaced." (Pr (B)(4)).